Event description:
An optometrist reported that a pt was diagnosed with mild trace diffuse lamellar keratitis (dlk) one day after lasik. The steroid drops were increased from four to six times per day. At the one week post op exam, the dlk had resolved, and the uncorrected visual acuity was 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).